Event description:
Multiple customers complain online experience libre 3 can't reach server error. Shutting off wifi helps. But once the error is cleared, a new sensor must replace the current one, which is a waste. Also, glucose readings are typically 30 to 100 higher than my manual meter. Crappy product!!